Event description:
It was reported that this right atrial lead exhibited farfield oversensing. Due to this the patient experienced dyspnea and was admitted to the hospital, additionally, inappropriate atrial tachy response (atr) episodes were recorded. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.